Manufacturer narrative:
Product complaint #: (B)(4). Batch number: n5395f. Investigation summary: two photos were provided; picture one shows a green reload from the bottom view with the pan detached. The sled can be seen advance until the distal part what indicates that the reload is fully fired. Picture two shows a tyvek with lot number n4l66y and expiration date 2021-01-31. Based on the photos reviewed, the event describe is confirmed; however, no conclusion or root cause could be determined. The analysis results showed that one ecr45g reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the used reload broke in two (plastic and metal parts) at the moment of changing it. No patient consequence reported.